Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had pulse varying between 40 and 60 bpm. The patient developed increasing symptoms of fatigue, imbalance, cognitive decline, and poor memory. On (B)(6) 2025 the patient suffered a seizure and was admitted to a hospital. It was discovered that the pacemaker lead had become disconnected from the device. A new pacemaker was implanted on the right side, and the original pacemaker and lead remain in the left side. The patient continues to experience symptoms of cognitive impairment.